Event description:
Axis beam was removed due to breakage. The surgeon reported that the implant did its job but the patient was non-compliant to post-operrative instructions. The patient is a diabetic and has charcot foot.

Event description:
Axis beam was removed due to breakage. The surgeon reported that the implant did its job but the patient was non-compliant to "post-operrative" instructions. The patient is a diabetic and has charcot foot.